Manufacturer narrative:
(B)(4). The device was returned for evaluation. Shaft/strain relief tubing separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the 2.5x18 mm xience xpedition was being removed from the packaging, the hub separated from the stent delivery system (sds). The device was not used on the patient. A new xience xpedition was used for the completion of the case without issue. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.